Manufacturer narrative:
Bayer quality assurance product analysis received and examined the suspect syringe. Visual examination of the particle found it appeared to be a piece of polyethylene, the material commonly used for plastic bags. The particle measured approximately 25.0mm x 8.0 mm; however, extensions observed on the material indicate possible fragmentation while under pressures typically generated during an injection. The syringe kit instructions for use instructs the user to "visually inspect contents and package before each use". This visual inspection is to ensure particulates are noticed and mitigated, which is what occurred in this reported instance.

Event description:
The site reported the following: a foreign object that appeared to be a piece of plastic was found to be inside the syringe when the operator opened the package.